Manufacturer narrative:
This device has not been returned to the manufacturer for evaluation yet, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history report revealed no issues that could be associated with this incident. The july 2007 15-month piccs, valved complaint trend report, for this failure mode was reviewed and no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
On july 24, 2007, it was reported to boston scientific corporation that a patient (age unknown), arrived at the emergency room with a leak in a vaxcel PICC catheter distal to the suture wing. The device was initially implanted in 2007. The product was replaced with another vaxcel PICC. There were no complications reported with this event.